Event description:
It was reported that a patient's lead was replaced due to high impedance and the device "not functioning" as a result. The patient's replacement surgery facility is a facility that is known to not return products after surgery and therefore the lead has not been returned to livanova for analysis. No additional relevant information has been received to date.